Manufacturer narrative:
The permanent cautery hook instrument has been returned and evaluated by the failure analysis team. The permanent cautery hook instrument was analyzed and found to have a dislodged crimp from the yaw pulley. The yaw cable crimp was installed. The yaw cable crimp was not properly seated within the yaw pulley as the hook moves in yaw.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the end of the permanent cautery hook (pch) instrument at the time of insertion became ninety degrees without the possibility of controlling the entire angle. When the customer removed the instrument, the wheels worked as usual. There was no damage or injury to the patient. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the distributor clinical territory associate (cta) and obtained the following additional information: the customer confirmed that the instrument was inspected prior to use and no damage was found during visual inspection prior using the instrument. The issue occurred with the surgeon¿s head inside the surgeon console¿s high resolution stereo viewer and while the surgeon was attempting to manipulate instruments from the surgeon console. The customer reported that the instrument moving to a 90 degree angle after insertion was an unexpected and uncontrolled motion that had appeared immediately after the surgeon took control of the instrument. The failure was related to the an inability to move the instrument at all and the surgeon was unable to move the instrument at all. There was no shakiness or friction experienced or observed. There was no instrument-to-instrument or system arm-to-arm interference. There were no external collisions. The issue was persistent and the customer was reconnecting the instrument when the issue occurred. The customer used another pch instrument to resolve the issue. The issue had occurred about 5 minutes after docking.

Manufacturer narrative:
A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Additional information is being gathered to determine the contribution of the device to the customer reported issue.